Event description:
This spontaneous report, reported by a diabetes nurse specialist, reported as "hyperglycemia, ketones and dka," concerns a pt with diabetes mellitus. The pt was switched from lantus (insulin glargine) and novorapid (insulin aspart) to levemir (insulin determir) and novorapid with novopen 3 insulin delivery device in mid march 2005 mainly in an attempt to help with weight gain pt was experiencing. In 2005, the pt experienced ketones and hyperglycaemia and had a total of 62 units novorapid in 24 hours with no effect on the ketones. The next day, th pt was seen by a diabetes nurse specialist new pens were given by the general physician and the pt was switched to actrapid (fast-acting-human insulin) via syringe with meals with initial good effect, however eleven days later it was reported that the hyperglycaemia and ketones had not settled. And the pt was admitted with diabetic ketoacidosis the next day reportedly, there was no evidence of infection and the pt settled on IV insulin. The pt was discharged on levemir 50 iu and novorapid with meals and the blood glucose levels were rising again. Outcome is reported as unk, however, in aug 2005 the pt was switched back to lantus. And two days later the pt experienced hypoglycaemia. Three days later the hypoglycaemia had reduced. Reportedly, after three days, the hypoglycaemia continues and lantus has been reduced to 40 iu. This case is linked to MFR. Report #9681821-2005-00043 for the first event that occurred with the same device.